Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the hospital around (B)(6) 2016 due to a high blood glucose level of 380 mg/dl. The customer was nauseous, dizzy, and had a headache. The customer experienced a diabetic ketoacidosis. She was given fluid and insulin through an IV. The customer was wearing the insulin pump at the time of hospitalization. The customer kept receiving no delivery alarms and was not receiving insulin from the site. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected excessive no delivery alarms were noted. The pump was programmed with multiple boluses and was monitored. All boluses were delivered properly and were listed in the bolus history screen. The pump then was programmed with multiple basal rate profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.